Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, and drainage, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the arm. At the time of the skin reaction, the patient was already taking oral cortisone steroid tablets prescribed after a previous skin reaction from the dexcom adhesive. The healthcare provider that she saw previously, now referred her to a dermatologist and advised her to keep taking the steroid treatment for this skin reaction. The patient provided a photo which shows redness, blisters, and excoriation within the sensor patch footprint. Patchy redness and inflammation extend outside the footprint around the upper arm to the shoulder and axilla. The skin reaction was confirmed. At the time of contact, it was indicated that the patient's condition is improving. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.